Manufacturer narrative:
The customer reported the following low glucose values: sg = 48 mg/dl and bg = 190 mg/dl on (B)(6) 2024, 3.30 pm. Review of the glucose data showed: sg = 48 mg/dl and bg was not entered on (B)(6) 2024, 3.30 pm. Thus, the customer complaint cannot be confirmed. The user received a low glucose alert prior to the event. The user did not seek for treatment as he had checked his bg which did not indicate "low". In associated s4 case # (B)(4), created to document sensor inaccuracies, it was determined any variation observed may be due to early wear adjustment of the sensor after insertion on the (B)(6) 2024. During the early wear period, there may be sensor inaccuracies, as sensor tries to stabilize. Sensor readings showed improvement in matching with calibrations during the two weeks following the early wear adjustment period. The user is currently using the system with no further issues. No further investigation was found necessary for this complaint. B4.date of this report 06 june 2024. G3.date received by the manufacturer? 06 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67,22.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On april 23, 2024, senseonics was made aware of a false hypoglycemia event where the customer received a low glucose alert even when the blood glucose (bg) value did not indicate any low glucose. The customer reported that the bg was 190 mg/dl and the sensor glucose (sg) reading was 48 mg/dl. The customer did not have to seek any medical attention or take any actions because bg did not indicate any low glucose.